Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test result. Customer initially reported complaint for e-5 error: test strip error and during the back to back blood test during the call obtained hi non-fasting and e-5 using truemetrix air meter. Customer stated he had just had strawberry milk an hour ago. Customer was going re-test in an hour. Customer was aware his pain medications could affect his glucose as well. Customer's expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/20/2020 and test strips were opened three days ago. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading e-5 and obtained hi display while troubleshooting. Customer called in with e-5 error message and obtained hi display while performing a back to back test. Customer states he just drank strawberry milk an hour ago. Customer states he feels the result is high because he just drank strawberry milk. Customer will re-test in an hour. Customer is aware his pain meds could affect his glucose as well and declines a replacement at this time.